Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2009. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended temperature. On the (B)(6) 2009 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2013 information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. On the (B)(6) 2015 the device failed the weekly auto self-test due to a low battery and continued to record self-test fails due to a low battery up to the (B)(6) 2015. The device was still in fault mode on the (B)(6) 2015 when an increase in voltage suggested a new pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There were no ten minute manual power ups recorded, however there were four manual power ups recorded on the (B)(6) 2015. These manual power ups may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. The fault could not be replicated with a new membrane fitted. Furthermore, the excess drain measured likely resulted in the premature depletion of the returned pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.